Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The right atrial (ra) lead was noted to be dislodged. The patient was asymptomatic. The ra lead was repositioned successfully on (B)(6) 2021. The patient was stable throughout the procedure.